Manufacturer narrative:
Medwatch: mw5105732.

Event description:
Information was received indicating that both of the cadd-legacy, pumps were exhibiting high pressure alarms. It was reported the end user went to the emergency room and a fibrin clot was removed from the hickman line.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. Corrected information provided in h.10. Aware date in initial manufacturer device report should of been january 11, 2022 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected information provided in h.10. Aware date in initial manufacturer device report should of been january 11, 2022